Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device involved was used with proper deployment technique. Once the device was inserted the device clicked in. Then the device was pulled back with a click. When the device was pulled back the entire device came out with the anchor still in the sheath. They reconfirmed by cutting the sheath which confirmed the anchor was still inside the sheath. Manual pressure was held, and patient is doing well. Procedure outcome was good. Patient condition was good. The patient was not injured, medical or surgical intervention was not required. The event occurred post-treatment. Additional information was received on (B)(6) 2023: the procedure being performed for the patient at the time the issue occurred was a left lower extremity angiogram. A 6fr procedure sheath was used. There were no difficulties with access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Blood loss amount was minimal. Patient condition was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath assembly, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor, collagen, suture, and tamper tube were found to have been deployed. No other signs of damage or deformation to the device were identified. Functional testing cannot be performed due to the condition of the returned device. The complaint was able to be confirmed for a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).